Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately 3 months ago (exact date/time unknown). The patient reportedly manages her diabetes with shots (not insulin) and stated approximately one month later, she began to eat/drink less in response to not being able to test. She claimed that she lost her appetite and felt tired, also approximately 1 month after the alleged issue started and denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. Based on the use of the meter and age of battery a battery replacement was not needed. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up (3/12/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.